Event description:
Pain on right side runs from the front to back and lower leg. I had a mesh implant done to control my urine. I have been seen by my regular doctor, had a CT scan done to rule out appendix. She said I should see a "gastrologys." I am concerned the mesh may have wrap around another organ. I still have active bladder, the urine is frequently. I have some blood discharged but the gyn is not concerned. I have been in pain for about 6 months. Unfortunately at this moment I am unemployed without insurance. My doctors are very expensive. A 2008 bladder mesh. Last time I saw physician, I was told only go see him if I had discomfort. I had a CT scan, ultrasound and xrays done in (B)(6) 2011 for the pain on the lower right side. Test done at radiology, dr. (B)(6) office.